Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle doesn't lock broach all the way in when you lock it. Patient status/ outcome / consequences --> unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown. (B)(6). Device property of -->none. Device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.